Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menstrual disorder ("excessive menstrual cycles") and adverse event ("abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove essure device). Essure was removed in 2008. At the time of the report, the abdominal pain, back pain, menstrual disorder and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain and menstrual disorder to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain(pelvic area)") and abdominal pain ("severe abdominal pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), menorrhagia ("excessive menstrual cycles"), adverse event ("abnormal symptoms"), hormone level abnormal ("hormonal changes") and abdominal pain upper ("stomach pain "). The patient was treated with surgery (bilateral salpingectomies and/or hysterectomy to remove essure device) and surgery (bilateral salpingectomies and/or hysterectomy to remove essure device). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain had resolved and the abdominal pain, back pain, menorrhagia, adverse event, hormone level abnormal and abdominal pain upper outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adverse event, back pain, hormone level abnormal, menorrhagia and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.7 kg/sqm. Most recent follow-up information incorporated above includes: on 31-oct-2018: pfs received. Reporter's information was added. Date of insertion, date of removal of suspect drug was updated. Patient's demographics, concomitant condition was added. Added event hormonal changes, pelvic pain, stomach pain. Updated outcome of event (pelvic pain). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.